Event description:
A female patient was diagnosed with keratitis and iritis while using renu with moistureloc multi-purpose solution. In 2005, the patient was pesented with redness and heavy staining in both eyes, and no ulcer. She was prescribed vigamox q 1h. The next day, the patient was seen with painful red eyes, deep pain and very photophobic. Vigamox was increased to q2h that day and then qid the following day. Homatropine 5% was added tid x 3 days, pred forte q3h, and tylenol plus for pain. Two days later, the patient was still photophobic. The pain was better but was still scratchy and the deep pain was better/ gone. General cornea areas were stained and no ulcer present. The following day, the patient's va 20/25 ou and was still photophobic, especially in the left eye. Foreign body sensation in the left eye, her right eye was much better. She still had light generalized stipple, and staining in both eyes, more in the left eye. Vigamox was decreased to tid. Homatropine was discontinued. Four days later, her va was 20/20 ou with no photophobia. She was presribed pred forte for 9 more days and to continue vigamox. The patient subsequently recovered.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.